Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that an ultratome xl was attempted to be used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stricture performed on (B)(6) 2025. During the procedure, the tome was difficult to advance through the scope, and the handle was broken. A photo of the complaint device was provided where it can be observed that the handle was broken and the wire was detached. The procedure was completed with another ultratome xl. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an ultratome xl was attempted to be used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stricture performed on (B)(6) 2025. During the procedure, the tome was difficult to advance through the scope, and the handle was broken. A photo of the complaint device was provided where it can be observed that the handle was broken and the wire was detached. The procedure was completed with another ultratome xl. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results: the ultratome xl device was not returned; however, a media analysis was performed based on the photo provided by the complainant where was possible to observe the handle broken, however, the cutting wire wasn't broken, additionally, by the picture, it is not possible to determine if the device was difficult to advance. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was not confirmed. According to the media analysis performed, it was possible to observe the handle broken, however, the cutting wire was not broken. The most probable cause of the reported event cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. The investigation concluded that, without analysis of the device, the most probable root cause of the clinical observations is cause not established. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.